Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.the device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a gastrectomy procedure, there was a hole in the tyvek. The procedure was cancelled.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.